Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix bent prevents the helix from extension and retraction. The stylet insertion test was performed with a new stylet with a passing result.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician noted the lead was extended slightly out of the casing and the helix mechanism was stiff and difficult to adjust. Furthermore, the physician noted difficulty inserting the stylet into the lead. It was noted that the lead exhibited inadequate sensing values, despite attempting several positions. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.